Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 422 mg/dl. Customer had blood glucose level of 383 mg/dl. Customer was not using auto mode. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08750 inches. Device was received with stained keypad overlay, scratched case and pillowing keypad overlay. (B)(4).